Event description:
The customer reported the dxc 700 au had erroneous high ise patient results and anion gap (agap) issues. There was no report of change to patient treatment, injury or death associated with this event. The customer did not provide patient demographics, and the exact number of patient samples affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and observed the peri pump tubing was flat and worn out. The fse replaced the peri pump tubing to resolve the issue. Beckman coulter internal identifier is (B)(4).